Manufacturer narrative:
Product analysis #(B)(4). Brief description of complaint: during the initial use of the plasmablade, after a few minutes of use during an adenoidectomy procedure, the power of suction was found to be insufficient and the wire got broken. Two blades are reportedly included in the packing: one is the defective blade and the other is the second one, which functioned well. Analysis conclusion: complaint confirmed: the electrode wire is fractured, the plastic housing is melted and > 33% of the wire square is exposed which fails to meet the acceptable damage requirements, however, successful suction performance was demonstrated for both the adenoid tip and the tonsil tip attachments when connected to the complaint lab whisperator suction machine. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an ent case, the plasmablade wire broke on the device tip, however nothing detached. There was no patient impact. Additional finding: during analysis, the plastic housing on the device tip was melted and failed to meet acceptable damage requirements.